Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient started having a lot of pain where the ins was located, and the ins was sticking out. The patient noted that it wasn¿t comfortable. An x-ray and a CT scan were done, and it was determined that the best course of action would be to replace the ins. The ins was replaced, and the new ins was implanted in a different location. The issue was resolved and no further complications are anticipated. On 2019-may-02, reporter (MFR rep): no new information.